Event description:
It was reported a 6f ultimum hemostasis introducer, 12cm sheath was selected for use. At the completion of the procedure, difficulties were encountered when pulling out the sheath; the sheath hub detached from the sheath.